Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead helix extends and retracts smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not extend and deploy normally. It finally popped out after approximately forty rotations. It was then reported that thresholds were high. The lead was removed and replaced. No patient complications have been reported as a result of this event.